Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and became hypoglycemic, requiring treatment of glucogel provided by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The attempted to replicate the user complaint determine to successfully receive high/low glucose alarms using iphone 12 device/fsll version 2.5.3.3088 using a known good libre 2 sensor did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.